Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the stone was captured with the basket. While attempting to crush the stone a snap was heard. The pullwire had broken and the handle would not function. A sohendra device was then used in an attempt to crush the stone, however after 3 turns were made the wire snapped approximately 5 inches from the patient's mouth. The patient was then re-scoped and a second basket was then used to capture the first basket to crush the stone and release the first basket from the patient. This method to crush the stone and disengage the tip of the first basket was unsuccessful. The second basket and scope were removed from the patient with no issues. A biliary stent was placed alongside the basket for drainage, and the patient was sent to the ICU where he remained intubated. The next day the patient was sent to surgery where the basket and stone were removed laparoscopically. Reportedly, a pancreatic stent had been placed prior to lithotripsy. Both stents were left in the patient. Following surgery the patient was reported to be fine, and was sent home on (B)(6), 2012

Manufacturer narrative:
User facility report #: (B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).